Manufacturer narrative:
UDI number: (B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve replacement procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Requests for additional information have been performed. The healthcare provider has neither returned the explanted valve nor provided any additional information at this time. The device was not returned for evaluation. If returned, a supplemental report including the evaluation findings will be submitted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.  Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was learned via the implant patient registry that a 23mm 2700tfx aortic valve was explanted after an implant duration of one (1) year, five (5) months due to unknown reason. The explanted valve was replaced with a 25mm 11500a aortic valve.

Event description:
It was learned through the implant patient registry that a 23mm 2700tfx aortic valve was explanted after an implant duration of one (1) year, five (5) months due to perforation of the valve and severe aortic regurgitation. The explanted valve was replaced with a 25mm 11500a aortic valve. Per the medical records, it was noted that the aortic valve had perforation. The 23mm 2700tfx valve was explanted and it was noticed that there was an area of the aortotomy on the left side that was dehisced and created pseudoaneurysm of the aortic suture line. A bovine pericardium patch was used to repair the pseudoaneurysm. A mitral valve replacement (mvr) was performed with a non-edwards valve. The aortic valve was replaced with a 25mm 11500a aortic valve. There was no difficulty coming off cardiopulmonary bypass. Tee showed no aortic insufficiency. The patient had severe coagulopathy and required multiple blood products transfusion. Adequate hemostasis was achieved. The patient tolerated the procedure well and was transferred to the cticu in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections b5, b7, f10 corrected h10 (additional manufacturer narrative). Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging non-conformances also have the potential to result in valvular dysfunction if not detected prior to implant. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. Attempts have been made to obtain product. The subject device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.